Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During an in-clinic follow up, the device was attempted to be interrogated but was unsuccessful. It was suspected that the cause of the event was due to premature battery depletion. The device was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
Premature battery depletion and failure to interrogate were confirmed by analysis. The loss of communication was due to low battery voltage; the low battery voltage was a result of premature battery depletion. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.